Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Device was not returned for evaluation. Evaluation summary: as a lot number was not received, a device history review could not be performed.